Event description:
Boston scientific received information that this patient was being seen in the hospital for a multisense re-conversion and had a syncopal event. The patient fell to the floor where cardiopulmonary resuscitation (CPR) was performed successfully. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.